Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the navigation system was left powered on during inactive times which could vary in length. The representative recommended to the site to power down the system between uses. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection, the touchscreen for the navigation system became unresponsive. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.